Manufacturer narrative:
(B)(4). Date sent: 6/27/2024. D4: batch # 782c69. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with one gst45b reload present. The reload was received unfired with pan partially dislodged from right proximal side. The device could open and close normally noted. However, after further inspection, it was noted that the device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device and reload. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the black motor wire was noted to be disassembled from the motor terminal, therefore making the device non-functional. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. No conclusion could be reached on what may have caused the reload pan to dislodge. Although no conclusion could be reach on the cause of the reported event "difficult to open", the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. The event described "difficult to open" could not be confirmed as the device could open and close without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 782c69, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire and could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.